Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulator system was explanted primarily because the pt needed an MRI of the neck. The device was also not a good "fit" for the pt because the pt had to recharge for 8-10 hours at a time, and the charging belt was not tight enough to adequately charge the battery because the pt had lost "significant" weight. Additional information has been requested, a follow-up report will be sent if additional information becomes available.